Event description:
During a biliary metal stenting procedure, a cook zilver expandable metal biliary stent system was used. During the procedure, the front tip of the introducer remained in the metal stent after deployment. The patient's jaundice subsided; the physician elected to leave the tip of introducer inside the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. To aid with ease of system preparation of advancing the wire-guide and stent deployment, the instructions for use preparation system instruct user to irrigate inner lumen and stent with sterile water. The instructions for use provides specific instructions on how to deploy stent properly in addition to the information listed below: prior to use visually inspect with particular attention to kinks, bends and breaks; system preparation - irrigate inner lumen and stent with sterile water; if the wire guide cannot advance through the obstructed area do not attempt to place the stent; the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer; this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa., this stent is considered a permanent implant. Prior to distribution, all zilver biliary stent systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. To aid with ease of system preparation of advancing the wire-guide and stent deployment, the instructions for use preparation system instruct user to irrigate inner lumen and stent with sterile water. The instructions for use provides specific instructions on how to deploy stent properly in addition to the information listed below: prior to use visually inspect with particular attention to kinks, bends and breaks; system preparation - irrigate inner lumen and stent with sterile water; if the wire guide cannot advance through the obstructed area do not attempt to place the stent; the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer; this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa., this stent is considered a permanent implant. Prior to distribution, all zilver biliary stent systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.